Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii liner. Additionally, an unknown securefit cup and screws were reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
It was reported that patient has pain of the left hip which was done around 1995. Patient was found to be infected intraop. The secure fit cup, series 2 liner and 2 screws were removed. Surgeon implanted a temporary cement spacer and will return once to infection has cleared. Hospital will be retaining the explants.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding infection involving a series 2 liner was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿[¿]there is no evidence that this infected left total hip arthroplasty approximately twenty years post-implantation requiring revision in a high risk patient (hemophilia and previous infections) was related to the prosthetic components initially implanted in this case. Conclusions: the investigation concluded that per clinical consultant¿s medical review there is no evidence that this infected left total hip arthroplasty approximately twenty years post-implantation requiring revision in a high risk patient was related to the prosthetic components initially implanted in this case.

Event description:
It was reported that patient has pain of the left hip which was done around 1995. Patient was found to be infected intraop. The secure fit cup, series 2 liner and 2 screws were removed. Surgeon implanted a temporary cement spacer and will return once to infection has cleared. Hospital will be retaining the explants.